Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the external iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.